Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt a vibration type of thing and it was cutting on and off back and forth and now it wasn't working at all and was malfunctioning, which started on (B)(6). The implantable neurostimulator (ins) battery charged up fine and the patient programmer (pp) was used to check the device. The patient also turned the unit off, then back on, and allowed the battery to completely drain then recharged. The patient turned it up to 9.5 volts and tried programs a-e but he couldn't feel anything. As a result the patient was in pain which stated (B)(6) and they experienced a loss of stimulation and a loss of therapy. There were no falls or traumas reported related to this issue or any recent medical tests or emi environmental exposure. The patient was looking for physicians close to them as their current physician didn't have an appointment until (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported, the patient was seeing his doctor on 2015 (B)(6) to address the lead issue.

Event description:
Additional information received reported that the patient had pain in his legs.

Event description:
Additional information received from the consumer reported that the patient did not get any stimulation unless he turned his body, and it was a slight sensation. The patient had to twist his leg one way and his body the other way to get a mild pulse. There were no traumas/falls associated with this issue. This was considered a sudden change in therapy/symptoms; it had stopped working one month ago ((B)(6) 2015). The patient was able to charge and change programs. The patient had x-rays and a CT scan 2-3 weeks ago, however results were not provided at the time of follow up. No outcome or interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.